Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s touchscreen became unresponsive and was visibly cracked, preventing the device from being unlocked; a replacement device was arranged and the user was instructed to use backup therapy in the interim. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a photo. Investigation of this case revealed a touchscreen component issue presenting as an unresponsive input interface, with a software-related problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.